Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the output connector assembly was damaged and the main seal pinched. It was additionally noted that the lower case was broken, the upper case was dented, the display wire was pinched though the insulation was not compromised and that this unit was in need of the updated battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator was damaged and that the gasket at the base of the unit was protruding. The generator was returned for service. There was no patient involvement.